Event description:
It was reported that a user¿s continuous glucose monitor (cgm) readings were not pairing because the app was set to an incorrect sensor type, and the user attempted to pair a dexcom g7 sensor while the dexcom g6 option was selected; the agent instructed the user to switch to the g7 sensor setting and reenter the pairing code, after which readings appeared on the dexcom app. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to an incorrect procedure with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.